Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection has been performed on the returned meter and corrosion due to liquid contamination was observed on battery holder. Burn marks were not observed. Retained batteries were installed. Reader log was downloaded, and results were observed in the log. This was not an out of a box issue. Meter powers on with button depression and upon docking. Customer's reported issue was not observed. Therefore , this issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle precision pro meter was reviewed and the dhrs showed the freestyle precision pro meter met specifications prior to release to distribution. This also serves as a correction report. Section h4 (device MFR date) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reports a battery of a hospital abbott diabetes care device "exploded." No further details were provided. There was no report of fire, smoke, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reports a battery of a hospital abbott diabetes care device "exploded." No further details were provided. There was no report of fire, smoke, or shock. There was no report of death, serious injury, or mistreatment associated with this event.